Manufacturer narrative:
Manufacturer's investigation conclusions: the report of a twisted outflow graft, thrombus in between the outflow graft and bend relief, and a correlation between the device and the reported ischemic stroke cannot be confirmed. Multiple requests for the return of the exchanged outflow graft were sent to the customer, but no product was returned. The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The "de-airing the pump" section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The system monitor section describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The IFU lists thromboembolism and stroke as a potential risks/adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 3 months. The pump remains in use supporting the patient. The outflow graft is expected to returned for evaluation. It has not yet been received. The patient remains ongoing on lvad support with the replacement outflow graft. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low flow alarms occurred. After doing a CT scan, a twisted outflow graft was assumed. The patient returned to the or and the surgeon detected a thrombus between the outflow graft and the bend relief. The outflow graft was exchanged. Because of pulmonary edema, the patient received extracorporeal life support (ecls). No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a thrombus in between the outflow graft and bend relief, and a correlation between the device and the reported ischemic stroke, cannot be confirmed. The patient experienced low flow alarms. A computed tomography (CT) scan was performed, and an outflow graft twist was assumed. The patient was brought back to the operating room (or) and the surgeon detected thrombus in between the outflow graft and bend relief. The graft was exchanged and was investigated to see if the thrombus was real or if it was fibrin layers. Following the operation, and due to a lung edema, the patient was placed on extracorporeal life support and was sent to the intensive care unit (ICU). The following day, the patient experienced an ischemic stroke and expired. No autopsy was performed, and the patient¿s pump was not explanted. Multiple requests for the return of the exchanged outflow graft were sent to the customer. No product is available for investigation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 30jun2016. (B)(6) was shipped with heartmate 3 lvas instructions for use (IFU). The surgical procedures section contains information on "preparing the sealed outflow graft." The attaching the sealed outflow graft to the pump section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The "de-airing the pump" section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The system monitor section describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The IFU also lists stroke and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was not explanted and therefore is not expected to be returned for evaluation. The outflow graft is expected to returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient expired on (B)(6) 2018 due to stroke. No autopsy was performed and the device was not explanted. No additional information was provided.